Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was repaired during the service call. The system was found to be working and put back into service.

Event description:
It was reported: "a black image comes up on screen when using scope". This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.